Event description:
The manufacturer received information alleging the screen is black, the unit is alarming and displayed service required messege. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging the screen is black, the unit is alarming and displayed service required message. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint about the black screen was not confirmed, however, the a failure of the device's pressure sensor was observed. The device's system board and machine flow sensor were replaced to address the issue. There was evidence of contamination.